Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: plaque shift requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that after the guiding catheter was used to engage the left main (lm), a guide wire was advanced to the left circumflex artery (lcx). A 2.25 x 18mm rx xience v sds was advanced, but was unable to cross the lesion even with a bmw guide wire as a buddy wire. A new guiding catheter was selected for use and another company's balloon catheter was used to pre-dilate the lesion to 10 atm. Then, the 2.25 x 23 mm rx xience v sds was advanced and the stent was successfully deployed. Post-dilatation was performed using another company's balloon catheter which was inflated to 18 atm; however, an angiogram revealed some plaque at the distal edge of the stent (plaque shift). Therefore, a 2.25 x 12 mm xience v stent was implanted in an overlapping manner and then post-dilated to treat the plaque shift without any further reported pt effects. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - while plaque shift is not specifically listed in the xience v instructions for use, it does list the potential effects of embolism and occlusion as known adverse events associated with coronary stenting procedures. Embolism, occlusion, and additional therapy/non-surgical treatment are listed in the no-fault risk assessment as post-procedural complications and are not necessarily an indication of a product quality deficiency.